Manufacturer narrative:
(B)(4). This device is an unremediated colleague pump with a user interface module software version of 5.04.00. Evaluation summary: the condition of a colleague infusion pump with failure code 516:320:844:0000 was confirmed by baxter personnel. The root cause could not be identified. Due to customer denial of the cost of repair estimate, no repairs were made to this pump and it was returned un-repaired to the customer. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump with failure code 516:320:844:0000, which occurred during programming/set-up and caused the device to fail upon power-up. A baxter service technician discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.